Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received informationalleging a CPAP device's sound became degraded andabatement foam became degraded and caused cancer..the patient did not report toreceive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. Themanufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at thistime. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 17, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer that related CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed ui (users interface) knob broken. Missing sd card cover. The air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. One top enclosure tab broken. Possibly during manufacturing. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area and on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Flip lid seal had unknown dark contamination on it. Tan and white dust-like contamination, throughout humidifier enclosure and on and under the heater plate. White dust-like contamination on the dry box seal. Light white dust-like contamination inside water tank. Unknown white and tan dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.